Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: in the operating theater, the compact hand tray was being inspected and an oil based substance was found on the black anodized aluminum graphic tray compartment that holds the instruments and implants. The patient had been anaesthetized and surgeon cancelled the procedure. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
An investigation was conducted and based on the analysis of the black anodized instrument container, we can conclude that the discoloration was not an oily substance or caused by an oily substance. According to the test series and statements on the instrument preparation and cleaning, containers prepared at higher temperature (boiling water) and the use of unsuitable cleaning detergents or impure water can cause damage to the anodized coating. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.